Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple and intermittent occlusion alarms occurred when customer delivered a bolus within 20 minutes of inserting a new infusion set. Customer cleared alarm, and successfully resumed insulin delivery. As issue happened in the past, tandem technical support could not troubleshoot issue. Customer's blood glucose level was less than 180 mg/dl.